Manufacturer narrative:
Additional information was received indicating that the slippage occurred mid-way through the procedure on (B)(6) 2019. During the procedure, the surgeon felt the patient¿s head shift and move. The surgeon then had the nurse check the tightness of the tongs and look for scalp lacerations. There were no lacerations. They proceeded with the procedure. The patient¿s condition was reported as stable. No material was returned for evaluation. The device history record review could not be completed because the lot and serial number were not provided. The reported complaint was unconfirmed. Root cause analysis could not be completed. The most probable root causes outlined in the risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, device used with incorrect/unauthorized devices/accessories for procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the a3101 mayfield composite series base unit slipped during (unspecified) surgery. The device was in contact with patient that required revision or medical intervention however, there was no patient injury reported. Additional information has been requested.